Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer reported a blood glucose reading of 179 mg/dl during the phone call. The customer stated that she was vomiting upon admission. Assisted with programming the correct time on the insulin pump per the customer's request. Nothing was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.